Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: extensive asymptomatic pulmonary air embolism during crt-implantation. (B)(4). Product ID (B)(6)implantable pacing lead.

Event description:
A journal article was reviewed which contained information regarding this lead and coronary sinus guiding sheath. During the procedure to implant a cardiac resynchronisation therapy (crt) system, while tearing the introducer sheath, the patient took a deep breath, and with a "snoring noise," air was "sucked" into the venous system. A fluoroscopy was performed immediately and a large air bubble was seen "riding on the pulmonary valve." The air bubble gradually disappeared during the next 15 minutes. The patient was observed for 24 hours without any issues. The patient was discharged two days later without any permanent damage. The lead appears to remain in use. No further patient complications were reported as a result of this event.